Manufacturer narrative:
Olympus followed up with the facility but no information about the event has been provided. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The ess performed an in-service on 02/22/2016 and did not observe any deviations during the in-service. However, the ess observed the facility uses a non-olympus automated endoscope reprocessor to reprocess their scopes. The facility was instructed to contact the aer manufacturer for proper use.

Event description:
Olympus received a legal document on 2/29/2016 which alleged that a patient died after exposure to carbapenem-resistant enterobacteriaceae (cre) infection from a duodenovideoscope when the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure. The duodenovideoscope was reprocessed using a custom ultrasonics automated endoscope reprocessor (aer). The patient underwent multiple procedures using a duodenovideoscope in (B)(6) 2015.